Event description:
It was reported that, the fiber tip broke at the beginning of the procedure. Another fiber was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Upon receipt of the fiber at our quality assurance laboratory, the fiber was thoroughly analyzed. Visual examination of the fiber did not identify any defects. Microscopic examination identified a circumferential fracture at the distal end of the fiber cap/tip. The fiber was functionally tested using the hene (helium-neon) laser fixture, with no signs of breakage identified along the length of the fiber. Additionally, the fiber passed the saline flow test, and the connector functioned as intended. Functional testing of the fiber using the forward firing test fixture identified that the rate of forward firing was below the threshold for potential patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported fiber break as there was no physical separation identified, or for the forward firing and identified distal circumferential fracture as the forward firing rate was below the threshold for potential patient harm. A labeling review was performed on the device instructions for use (IFU). The IFU cited: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). A review of the moxy hazard analysis confirmed that the event of fiber cap/tip break is defined within the risk documentation and has been accounted for during product risk analysis to support an acceptable risk-benefit profile. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event as the interaction between the user and device caused or contributed to the observed fiber damage and reported event.

Event description:
It was reported that, the fiber tip broke at the beginning of the procedure. Another fiber was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. A labeling review was performed on the device instructions for use (IFU). The IFU cited: the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber.

Event description:
It was reported that, the fiber tip broke at the beginning of the procedure. Another fiber was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
H1 type of reportable incident: corrected. Upon receipt of the fiber at our quality assurance laboratory, the fiber was thoroughly analyzed. Visual examination of the fiber did not identify any defects. Microscopic examination identified a circumferential fracture at the distal end of the fiber cap/tip. The fiber was functionally tested using the hene (helium-neon) laser fixture, with no signs of breakage identified along the length of the fiber. Additionally, the fiber passed the saline flow test, and the connector functioned as intended. Functional testing of the fiber using the forward firing test fixture identified that the rate of forward firing was below the threshold for potential patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported fiber break as there was no physical separation identified, or for the forward firing and identified distal circumferential fracture as the forward firing rate was below the threshold for potential patient harm. A labeling review was performed on the device instructions for use (IFU). The IFU cited: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). A review of the moxy hazard analysis confirmed that the event of fiber cap/tip break is defined within the risk documentation and has been accounted for during product risk analysis to support an acceptable risk-benefit profile. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event as the interaction between the user and device caused or contributed to the observed fiber damage and reported event.

Event description:
It was reported that, the fiber tip broke at the beginning of the procedure. Another fiber was used to complete the procedure. There were no patient complications.